Event description:
A pharmacist reported during the intraocular lens implantation the lens was defective and was broken during removal. It was not specified what the defect was. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports will be sent. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received, it was further clarified that at the end of the operation it was noticed that the wrong lens had been implanted, because it was incorrectly entered in the excel overview of the operation planning (clerical error). It was also mentioned that the lens was cut into two to explant more smoothly during removal of the lens in the same procedure. The procedure was completed by using a new back up lens. The patient's current status is 10/10 bcva.